Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens, -07.50 diopter, in the patients left eye (os) on (B)(6) 2023. This was the replacement lens for MFR. Report # 2023826-2024-01669 but the problem was not resolved, the vault was still low. The lens remained implanted. The cause of the event was unknown. There are no plans to remove the lens; the patient will have the annual follow-up as normal.